Event description:
"Balloon pump catheter was seen retracted down for approx 5 cm during inflation and the whole catheter would dart/surge forward/upward toward the aortic arch during deflation. Major risk for: intraaortic balloon pump catheter puncturing through the aortic arch. Migration of the intraaortic balloon pump up or down - or further in or out of the introducer sheath - than originally placed. Dates of use: (B) (6) 2010. Diagnosis: st elevation myocardial infarction. Event abated after use stopped: yes.